Manufacturer narrative:
Section d9 updated to the date the field service enginer returned to facility to complete repair h3 device evaluation summary: was updated due to completion of repair. Medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation alarm, background fault detected, and extended self test (est) required. A review of the ventilator diagnostic logs indicateds a loss of ventilation to the patient at the time of the event. The device was available for evaluation. Service personnel (sp) inspected the ventilator, confirmed alarms in logs, checked all insp iratory and exhalation circuit connections, updated software/firmware, and ran the extended self test (est) to clear alarm codes. Based on the diagnostic codes in the logs, medtronic engineering notified the sp that the direct current (dc) - dc converter printed c ircuit board assembly (pcba) should be replaced. The sp returned to the facility and performed the replacement. The ventilator passed all calibrations and tests per manufacturing specification at the time of service. The ventilator passed all calibrations and tests per manufacturer specifications during service. The cause of the reported event was isolated in the field to a potential fault in the dc-dc converter pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation alarm, background fault detected, and extended self test (est) required. A review of the ventilator diagnostic logs indicated a loss of ventilation to the patient at the time of the event. The device was available for evaluation. Service personnel (sp) inspected the ventilator, confirmed alarms in logs, checked all inspiratory and exhalation circuit connections, updated software/firmware, and ran the extended self test (est) to clear alarm codes. The ventilator passed all calibrations and tests per manufacturer specifications during service. Based on the codes identified in the ventilator logs, the customer has ordered a direct current (dc) ¿ dc converter printed circuit board assembly (pcba). The cause of the reported event was isolated in the field to a potential fault in the dc-dc converter pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation alarm, background fault detected, and extended self test (est) required.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were udated due to analysis of returned part result code (annex c) additional code added component code (annex g) remove g02005 and add g0201201 h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation alarm, background fault detected, and extended self test (est) required. A review of the ventilator diagnostic logs indicateds a loss of ventilation to the patient at the time of the event. The device was available for evaluation. Service personnel (sp) inspected the ventilator, confirmed alarms in logs, checked all insp iratory and exhalation circuit connections, updated software/firmware, and ran the extended self test (est) to clear alarm codes. Based on the diagnostic codes in the logs, medtronic engineering notified the sp that the direct current (dc) - dc converter printed c ircuit board assembly (pcba) should be replaced. The sp returned to the facility and performed the replacement. The ventilator passed all calibrations and tests per manufacturing specification at the time of service. The ventilator passed all calibrations and tests per manufacturer specifications during service. One dc-dc converter pcba was returned to medtronic for analysis. Visual inspection of the returned dc-dc converter pcba found no anomalies. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis and was run on normal ventilation mode. After five hours of runtime the ventilator went to vent-inop (ventilation inoperative) and review of the logs found diagnostic codes confirming an intermittent fault with the dc-dc converter pcba leading to loss of ventilation (lov). The cause of the event was determined to be an intermittent fault in dc-dc converter pcba. The serial number of the dc-dc converter pcba is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.